Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two vizigo sheaths and issues with air backflow in valve occurred. During the procedure, when the vizigo was inserted in the left atrium (la) after the transseptal puncture (after being properly flushed), the physician aspirated to remove bubbles, but there were continuous bubbles being aspirated with a syringe from the stopcock. Suspected an issue with the vizigo valve. The vizigo was changed and the same issue occurred with the second vizigo sheath (bubbles being aspirated with flush syringe). The physician then changed the second vizigo for an agilis sheath and the issue was resolved. No bubbles were seen with the agilis. The agilis was finally changed for a third vizigo to get the advantages of 3d visualization. The physician was cautious when entering the dilator in the vizigo through the valve and when the physician aspirated from the stopcock, there were no bubbles seen. The vizigo was then irrigated as per recommendations and the procedure was continued. There was no patient consequence. The delay was 10 minutes. Additional information was received on 24-feb-2026. Air was not being introduced into the patient, since the stopcock was directed air outside the sheath. The physician tried to aspirate with a syringe through the stopcock. No medical intervention was required. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 09-mar-2026. The product complaint and resolution was dealt with outside of the patient, prior to insertion into the body.

Manufacturer narrative:
The device evaluation was completed on 09-mar-2026. The device was returned to johnson & johnson medtech (j&j) for evaluation on 02-mar-2026. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. Since no leakage, bubbles, or air were observed; the complaint was not confirmed. The leak issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).